Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the aforementioned patient underwent cataract surgery and the aforementioned lens was implanted. There was no new development in the procedure or subsequent reviews. At a scheduled appointment, the patient arrived at the consultation and during the examination the doctor found that the lens implanted approximately 7 years ago shown a white color that almost completely prevents vision. The doctor is going to carry out a second evaluation of this novelty, to decide the corrective procedure, he has two options at the moment: 1.- remove the lens and implant a single piece 2.- remove the lens and implant a three-piece lens. Everything will depend on the state of the posterior capsule. Additional information has been requested and received stating that patient was with low vision due to the condition of the lens.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A determination cannot be made without physical examination of the product. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).